Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation the shock was noted to be inappropriately administered due to t wave oversensing from reduced signal r wave amplitude. The sensing vector was reprogrammed. The patient was brought into the office for treadmill testing over a week later. While on the treadmill the patient experienced another inappropriate shock due to t wave oversensing. Noise was also noted on the electrogram. The physician turned tachycardia therapy off in the s-ICD and plans to have the patient do another treadmill test. There was a question if the reduced amplitude and noise could be due to an electrode fracture. Boston scientific technical services (ts) suggested obtaining an x-ray to check for lead integrity. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.